Event description:
Information received indicates while performing a preventive maintenance check, the technician found the power cord had an open ground reading.

Manufacturer narrative:
The technician replaced the power cord to repair the bed.